Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of admission, and 260 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as mumbling, crashing around disoriented, labored breathing, and being comatose. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer believes the pump was over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with an intermittent act button response due to fattened dome. The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. The device was received with corroded battery tube, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, minor scratches on reservoir tube window, cracked belt clip slot and minor scratches on lcd window.